Event description:
It is reported that approx 10 months post-op, pt exam showed translational motioin in flexion. Revision was performed in 2004 and hinge post extension was found to be loose. Replaced with extension and thicker poly insert. Surgeon noted that pt was extremely obese.